Event description:
The customer reported to olympus, the evis lucera gastrointestinal videoscope had air/water leakage from the insertion tube/bending section. Upon inspection of the customer¿s returned device it was observed, foreign object was noted inside the nozzle. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned in b5, it was observed, due to a pinhole on the connecting tube, water tightness was lost, due to a pinhole on the bending section cover (a-rubber), water tightness was lost, the connecting tube had a scratch, the plastic distal end cover (c-cover) had a scratch, the adhesive around the light guide (lg) lens and the objective lens was peeled, the protector of the universal cord on the control section side had a scratch, the protector of the universal cord on the standard (s)-connector side had a scratch, the paint on the air/water (aw)-cylinder was peeled, the lock engagement (fe) lever, the fe knob, the right/left (r/l), the up/down (u/d) knob had a scratch, the forceps channel port was shaved, the switch box had a scratch, the standard (s)-cover had a scratch, switch 4 (sw4) had a wear, switch 1 (sw1) had a scratch, the s-connector had a scratch, the universal cord had a wrinkle and scratch, the grip had a scratch, the suction-cylinder was shaved, the control unit had a scratch, the electrical (el)-connector had discoloration due to water leakage, due to wear of the angle wire, bending angle in the up direction did not meet the standard value, the connecting tube had a wrinkle, and due to the adhesive peeling around the objective lens, streak of flare appeared in the image. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It is likely that the foreign matter remained because the reprocessing deviated from the instruction manual. It was confirmed that there was no deformation of the air/water nozzle. It was confirmed that reprocessing was not implemented according to instructions for use (IFU). The inspection method for the event is described as follows in the IFU "chapter 3 preparation and inspection 3.2 inspection of the endoscope and 3.6 inspection of the function in combination with related equipment". [Inspection of endoscope] 9. Visually confirm that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function] [when using the air/water button] 1. Check that water flows over the entire endoscopic image when the air/water supply button hole is blocked with a finger and the button is pressed." Olympus will continue to monitor field performance for this device.